Event description:
New information received notes that a second alert for long device charge time was seen. The device was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of long charge time was confirmed in the laboratory via review of the device image. The hv capacitors were set to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The cause of the long charge time was an internal hv capacitor anomaly.

Event description:
It was reported that an alert was received for charge time limit reached. The message was dated several months prior to implant. The patient will be monitored.